Manufacturer narrative:
Follow-up #1 date of submission 03/23/2012-device evaluation: the pump has been returned and evaluated by product analysis on 02/24/2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No keypad defects were found on investigation. The complaint could not be confirmed or duplicated. Unrelated to the complaint, investigation revealed intermittent sound due to a misaligned contact, and no vibration also due to a misaligned contact.

Event description:
It was reported that the keypad buttons are unresponsive. There is no additional information available at this time.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).